Event description:
There was no pt involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2010 and that it had performed to specification up to (B)(6) 2012. The info obtained from the device showed evidence that the device was switching itself on automatically resulting in manual power-ups of 10 minutes in duration occurring on (B)(6) 2012 and continued consistently up to (B)(6) 2012 and again between (B)(6) 2012. Investigation concluded there to be a fault with the membrane, which caused the device to switch on automatically resulting in the premature depletion of the pad-paks. Pad-pak (lot a1284) that was returned with the device was found to have been significantly depleted. Pad-pak (lot a1248) had a use until date of 08/2016. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.